Event description:
Additional information received indicated that the patient was asymptomatic and the patient was stable after the procedure took place.

Manufacturer narrative:
Update to h6 codes. Device not returning for analysis.

Event description:
It was reported that the patient presented in clinic. A chest x-ray was performed and showed the patient's right atrial (ra) lead was dislodged. During the revision procedure, the physician was unable to retract the helix of the lead. The lead was explanted and replaced. No patient condition was reported.